Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented a remote merlin transmission, upper out of range high voltage lead impedance was observed. The patient notifier was turned off. No other intervention was completed. The patient will be routinely monitored. No adverse consequences were detected.